Event description:
Bayer case number: (B)(4) received burns on lower abdomen [burn of unspecified degree of abdominal wall] , I used these overnight [device use error] . Case narrative: this spontaneous case was reported by a consumer through social media and describes the occurrence of thermal burn ("received burns on lower abdomen") in a patient who received midol heat vibes medicated plaster (lot no. Unk) for product used for unknown indication. Product or product use issues identified: device use error ("I used these overnight "). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes (unknown) at an unspecified dose and frequency. On an unknown date the patient experienced thermal burn (seriousness criterion medically important). It was unknown whether any action was taken with midol heat vibes. The reporter considered thermal burn to be related to midol heat vibes administration. Quality-safety evaluation of ptc: for midol heat vibes: based on the assessment of the information provided for this complaint, a definitive conclusion cannot be established. The absence of the batch number is a significant limitation, as it prevents traceability to specific batch manufacturing records and evaluation of retained samples. In addition, no supporting evidence has been provided to substantiate the reported excessive heat issue. According to the complaint details, the product was used overnight, indicating application during sleep. The product instructions explicitly advise against use during sleep, as prolonged and unmonitored exposure to heat may increase the risk of skin irritation or burns. Furthermore, critical information required for a comprehensive assessment is missing, including the exact method of application, duration of use beyond the recommended period, clothing conditions, and environmental factors. It is also important to note that individual perception of heat may vary depending on factors such as application site, skin condition, physical activity, and clothing type. An in-depth ptc investigation cannot be conducted by the quality unit as neither a batch number nor sample was provided. A quality defect could not be confirmed. Therefore, there is no reason to suspect a causal relationship between the reported events and a quality defect. The reported events are not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 24-apr-2026: quality-safety evaluation of product technical complaint was received; additional event device use error was added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Received burns on lower abdomen [burn of unspecified degree of abdominal wall] . Case narrative: this spontaneous case was reported by a consumer through social media and describes the occurrence of thermal burn ("received burns on lower abdomen") in a patient who received midol heat vibes medicated plaster (lot no. Unk) for product used for unknown indication. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes (unknown) at an unspecified dose and frequency. On an unknown date the patient experienced thermal burn (seriousness criterion medically important). It was unknown whether any action was taken with midol heat vibes. The reporter considered thermal burn to be related to midol heat vibes administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.